Manufacturer narrative:
(B)(4), evaluation summary:the cause of the problem could not be determined. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). Additional information: the device was manufactured between september 25, 2013 ¿ september 30, 2013. Evaluation summary: the device was received for evaluation in an opened foil pouch. Visual inspection revealed that the sterility cap was missing from the device. The reported condition was confirmed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a singleday infusor was missing the safety/sterility cap. This was noted before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). A batch review will be performed. The device has been received by baxter, but the evaluation has not yet been completed. A follow-up report will be submitted upon completion of the evaluation or if any additional relevant information is received.